Event description:
It was reported to nova biomedical that a consumer received a result of 349 mg/dl on their blood glucose meter at 10:22 pm. The consumer's spouse administered 18 units of lantus insulin based on the 349 reading. At 6 am, the consumer woke up and had experienced a hypoglycemic event which did not require any medical intervention. The spouse gave the consumer orange juice. During the call to customer support, it was revealed that the consumer does not control solution test his test strips before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The test strips in question will be returned for evaluation as they were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.